Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. H3: evaluation summary: post market vigilance (pmv) led an evaluation of fourteen devices. The visual inspection and functional evaluation of the products had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter : during CABG (open procedure), about 1 hour and 50 minutes into the procedure in the aorta, the suture thread broke and started to fray and snapped. The suture was opened and used with no treatment. The surgeon used the suture as a purse string around the shunt. He was busy with the second throw and the suture snapped. He then opened a new suture to close the defect which also snapped. We then got a suture from a different batch and that suture worked fine. All the suture frayed then snapped. A new suture wasused in order to resolve the issue. No injury to patient.